Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2021. In (B)(6) 2023 the patient reported loss of therapy and xray imaging showed a fracture of the implanted lead. A surgical revision was performed on (B)(6) 2023 to replace the fractured lead. During the procedure the physician chose to also replace the implantable pulse generator (ipg) although there were no indications of any issue with that component prior to the procedure.

Manufacturer narrative:
There are no reports of external trauma or other events that are likely to have contributed to the potential lead fracture. Patient had been implanted in (B)(6) 2021 and successfully used the system until (B)(6) 2023. Cause of the component fracture is unable to be determined with the information available to the firm.